Manufacturer narrative:
Concomitant prodcuts: product ID: 3889-28, lot# va0nsgq, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that therapy had not been effective since implant and she was unable to void. Program 1 "electrocuted" her; she clarified she experienced a shocking sensation in (B)(6) 2014. She then changed to program 2 in (B)(6) 2015 and felt muscle spasms. In (B)(6) 2015 she changed to program 3 and did not feel stimulation at all, even when she increased as high as she could go. Later in (B)(6) 2015 she changed to program 4 and had therapeutic benefit, but then it seemed to decline right away. She did feel stimulation and had an appointment on (B)(6) 2015 with her healthcare provider (hcp) to discuss programming changes. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The cause of the different stimulation issues was not reported. There was also no mention of interventions or outcome, so additional information was requested. If additional information is received a supplemental report will be sent.